Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen in the clinic. Upon interrogation a red screen with a battery depletion (bd) error was noted. The battery remaining was at 23%. Device data was reviewed by boston scientific engineering and it was confirmed this was an unintended bd error, and that the device has been emitting beep tones since the bd error occurred, which may have been in early 2014, but the exact date was not able to be determined. No abnormal charge times or current measurements were noted in the memory data. It was determined that the depletion appears normal; however, the beeping contributed to a faster depletion appears normal; however, the beeping contributed to a faster depletion after the bd error did occur. This issue has now been mitigated with a software upgrade, and is not likely to reoccur. The pt did not report hearing tones, but also had not been compliant with follow up. No adverse pt effects were reported. The device remains in service at this time.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device triggered replacement indicator while implanted and engineering calculation determined that this device passed labeled longevity calculations. A review of the device memory confirmed that the device triggered a bd alert while implanted. These errors were determined to be unintended alerts. Laboratory analysis concluded that the device was experiencing normal battery depletion. It was confirmed that the device displayed an unintended bd alert while implanted as a result of internal battery voltage monitor falsely indicating that the battery was depleting faster than expected, even though battery function was actually normal. The unintended bd alert do not impact the device's ability to detect, charge, and treat arrhythmias.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. The device was explanted and replaced due to other/non-product experience'. The explanted device was received at boston scientific's return products department in mid-august 2018.